Manufacturer narrative:
Other relevant device(s) are: product ID: 900sfc28 serial/lot #: (B)(4), ubd: 11-may-2023, UDI#: (B)(4), PMA/510(k) #: k093903. Product ID: 800sc28 serial/lot #: (B)(4), ubd: 03-apr-2023, UDI#: (B)(4), PMA/510(k) #: k083683. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six days post implant of this aortic bioprosthetic valve, tricuspid annuloplasty ring and mitral annuloplasty band, the patient died. The cause of death was not received. There was no evidence to suggest that the medtronic products or their function contributed to the patient¿s death. It is unknown whether an autopsy was performed.